Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received: litigation alleges injury struggles with intermittent right hip pain that radiates through his lower back. Plaintiff concerned about the possibility of revision surgery and future health effect of elevated metal ions in his blood. Doi: (B)(6) 2006; dor; unknown; right hip.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported patient alleges occasional discomfort and pain. After review of medical records during clinic visit, the patient states he had constant groin pain and decreased walking tolerance.